Manufacturer narrative:
H2. Correction: please note, conclusion code 11, method code 4118, and result code 3233 no longer apply to this report. H3. The returned device (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H6. Please note, method code 10 and result code 213 apply to the ins and method code 4117 and result code 3221 apply to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 01-sep-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had a fall on his backside in (B)(6) 2019. Impedance testing was performed after the fall and everything was normal. The stimulation coverage had changed and the physician determined that the lead had shifted. The lead was replaced on (B)(6) 2020. All impedance checks were done and the system was working well. On 10 day post op follow up the patient reported since then he has been experiencing a sudden burst of stimulation like an electric shock. The patient stated that it happened suddenly, but if he keeps still it disappears and then stimulation continued as usual. No intervention was planned as the pain was under control with good stimulation coverage and no impedance issues. The issue was not resolved at the time of report. Additional information received from the manufacturing representative reported that the cause was not determined. The issues started after a fall. The patient was switching the stimulator off for most of the time unless he had severe pain then he switched the device back on to provide pain relief. The patient was requesting the ins to be replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was explanted.